Event description:
During a robotic assisted bilateral inguinal hernia repair the prograsp arm stopped working. Once closed, the jaws would not reopen. No harm came to the patient. The defective arm was removed from the field and replaced with a functioning arm. Tracking number was issued by intuitive surgical. Failure analysis is sent to our facility by intuitive surgical quarterly.